Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that via remote transmission, the device was found to be in back-up vvi mode. Patient was asymptomatic. A device download was successfully performed to restore the device.